Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had no delivery alarms on their insulin pump. The customer stated they were able to resolve the alarm. Customer's blood glucose was 188 mg/dl at the time of the call. The customer did not want to return their infusion set or reservoir for analysis. No additional information provided.